Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the needle/tip of the suspect medical device broke off inside the pt's bladder. The user's attempt to retrieve the fragments by unspecified surgical instrument was not successful. However, no fragments remained inside the pt as they were reportedly flushed out by irrigation fluid. The intended procedure was reportedly completed with a delay of approximately 90 minutes. There was no report about pt injury.

Manufacturer narrative:
The suspect medical device was not yet returned to olympus for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unknown. However, if the suspect medical device is returned for evaluation and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution due to the delay of procedure.